Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the end of the case, during pocket closure, there were several recorded os (oversensing) events that occurred of a brief period. The oversensing self-terminated and was not seen since. It was noted that all measurements of the right ventricular (rv) lead are currently stable. The physician is comfortable with the current status and the rv lead remains in use. No patient complications have been reported as a result of this event.